Event description:
The hospital reported that after 60 hours of use, the tubing ruptured. The tubing was reported to be tygon tubing. The changing of the tubing was accomplished in approximately one minute with approximately 30 cc of blood loss. There was no reported affect to the pt.